Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving saline (pfns, pbs) ¿0.9¿ at ¿0.04325¿ via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2018 it was reported that the proximal catheter was pulled out. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue or if any diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was surgery to replace proximal catheter. A new catheter was inserted and connected to the existing catheter. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There were no patient symptoms reported. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.